Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a coronary planned/ non emergency treatment and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to power on. The fse performed system troubleshooting and found problem in the technical room. The air conditioner was found broken causing the room temperature to become hot. The hot room temperature burnt the pdm (power distribution module) and the electrical panel was disabled automatically. Due to this, the other parts were affected directly consisting of pcm (power control module) as main controller and pdm (power distribution module). The fse replaced the pd assembly (power distribution assembly), pcm, pdm to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the device was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.